Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with missing retainer, reservoir tube o-ring missing, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and severely scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. No cracked/broken lcd display window or case noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer state the insulin pump had a broken reservoir compartment and broken screen. The insulin pump will be returned for analysis.